Event description:
Adverse event(s): "halos" (halo); "poor near vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with poor near vision and seeing halos following bilateral intraocular lens (iol) implant surgeries. The iol was exchanged for a different model lens. In a follow-up, it was reported that posterior capsule opacification was noted prior to lens exchange. Post exchange, it was reported that the halos have resolved and that near vision is "better, not perfect". There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaint reported in the lot number. Additional information was requested on 04/30/2010 and 05/06/2010 by phone, fax, and mail. A completed questionnaire was received on 05/13/2010. (B) (4). (B) (4). (B) (4).